Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio flex meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue occurred at 4am on (B)(6) 2018. At this time, the patient obtained a blood glucose result of ¿279mg/dl¿ with the subject meter and ¿129mg/dl¿ on another device within 30 minutes of one another. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages their diabetes with insulin pump therapy and increased their humalog insulin dosage by 7 units at 9:30am on (B)(6) 2018. The patient stated that 30 minutes later they developed symptoms of ¿disoriented, dizzy and unaware of surroundings¿. The patient stated that they did not require any form of treatment due to these symptoms. At the time of troubleshooting, the cca noted that the patient did not have control solution available to walk through a control solution test. The unit of measure was set correctly. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event after obtaining allegedly inaccurate high results with the subject meter.